Event description:
It was reported to medtronic minimed that the customer noticed pump beeping intermittently, unresponsive keypad, and insulin pump was exposed to moisture accidentally. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test. All buttons function properly. Toggled on/off the vibrate feature functioning properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit was successfully downloaded using thump and carelink. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. No alarms/alerts are present in the history/trace file on event date. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and keypad flex connector. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails and scratched case. Audio/vibrate anomaly/absence of alarm and keypad unresponsive were not confirmed. Exposed to moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.